Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/4.5/160 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. Off label use: acd <3.0. Claim # (B)(4).